Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read as ¿high.¿ the specific blood glucose value was unknown, but it was indicated that it exceeded a certain level. The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and resolved the issue by changing the soft cannula infusion set and resuming insulin. There was no reported need for additional assistance, and the case was closed by cts.